Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Device was received in the ovo mode. Reprogrammed the device to the nominal settings to obtain sigma pace measurements.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a device alarm due to oversensing and high impedance on the right ventricular (rv) lead. The doctor first decided in loose set screw and planned to revise pocket. When the physician opened the pocket and tried to pull lead out of device, the doctor found that it is not loose set screw. Then doctor decided to change the device, because the doctor has experienced a header of malfunction. The device was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.